Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pharmacy reports a patient was being transported to (B)(6) - pediatric patient (age unknown but asked for more info). Terbutaline was ordered for a bolus followed by a standard infusion. It is being reported the syringe finished sooner than expected. Pharmacy could not see info in dosetrac as was not on network. Pump logs were pulled for further review.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. The device logs were provided for review: active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Log review shows on 9/4/2025 at 2:54pm an infusion start of 120ml/hr and 20ml with 20ml syringe (dl: terbut'; dose rate 10mcg/min; conc: 5mcg/ml). At 2:55pm pressure alarm stopped the infusion with a volume infused to 0.11ml followed by infusion start. At 2:56pm with a volume infused to 1.12ml a bolus selection of 300ml/hr and 50ml. At 2:59pm syringe empty alarmed with a volume infused to 16.71ml with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.